Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that while loading the cartridge with insulin, it was observed to be leaking at the septum area. Customer's blood glucose was 144-162 mg/dl. Customer used another cartridge.